Event description:
Reference number (B)(4). Event occurred in brazil. On (B)(6) 2024, it was reported that the patient experienced a hyperglycemia which was 411 mg/dl and had thirst and flu which turn impacts blood glucose control. The patient was test positive for ketones. No further information available

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil h11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.